Event description:
While a beckman coulter inc, (bci) field service engineer (fse) was servicing a customer's unicel dxh 800 coulter cellular analysis system for "solenoid disconnect" error messages, the fse found dried clenz and diluent leak on the left side of the analyzer. The fse also smelled smoke while powering on the instrument. The leak was contained within the instrument panel and the customer was not exposed to any liquid leak. No exposure to open wounds or mucous membranes. The fse was wearing gloves, goggles and a lab coat while troubleshooting the instrument. No user was affected in this event and no one sought medical attention and the fire department was not called. Erroneous results were not generated in this event.

Manufacturer narrative:
The fse located the fluid causing the analyzer to give solenoid disconnected error messages. The fse also found fluid leaking from disconnected tubing on the red blood count (rbc) pump and the fse reattached the tubing. The fse powered on the analyzer and smelled a strong burning odor but no smoke was observed. The fse traced the burning smell to charred components on the solenoid expansion board and the related ribbon cable. The fse replaced the board and the ribbon cable. The fse then powered on the analyzer and verified the analyzer with no further issues seen. The root cause was identified to be the disconnected tubing on rbc pump which leaked diluent and clenz onto the solenoid expansion board.